Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported infusion set tubing detached from hub on (B)(6) 2024. The infusion set in use 1 day. No further information available.